Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 all telemetry beds went into squelch waveform pattern at the central monitor. The issue was resolved by restarting the system. No injury was reported as a result of this event.

Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA seattle district office of this action on august 25th, 2016 (recall number: z-2885-2016). We also notified customers of this activity with a letter dated august 25th, 2016. This investigation is considered complete and the issue closed.